Event description:
Caller reports that the customer tested 550mg/dl on the device at 3:30pm and she believes that a lab sample was drawn at that time as well. Caller states that the customer tested hi on the device at 4:34pm and was given insulin based on this result at 4:55pm. The caller states that an istat lab result read 28mg/dl at 5:00pm and the customer is believed to have had a seizure seizure at this point. The customer reportedly received glucose at 5:10pm. The lab taken at 3:30pm came back at 5:48pm with a result of 115mgdl. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and customer declined to have the device replaced.